Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and broken battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of 274 mg/dl. The customer reported multiple no delivery alarms from the insulin pump. The customer declined to troubleshoot and believes that the insulin pump was the problem and would like to get it replaced. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.